Manufacturer narrative:
A visual examination of the returned device found that the device exhibited an elongated coil and one broken jaw. Functionally, the unit exhibited the open and close movement. However, the functional test failed due to the device return condition. Additionally, the device riveting and crimping marks were within specification. The condition of the returned incident device was consistent with the complaint; broken jaw and elongated coil. The customer indicated that the device became stuck in scope and required a large amount of force to advance. The directions for use state that the "application of excessive force to the forceps may damage the device." Therefore, the most probable cause for this failure is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, while passing the forceps through the scope, the device became stuck and required a large amount of force to advance. Upon exiting the scope, the account noticed that one biopsy cup had detached. The biopsy cup, which appeared in the patients bowel, was not retrieved and will pass naturally. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age and weight are unknown, however, patient over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, while passing the forceps through the scope, the device became stuck and required a large amount of force to advance. Upon exiting the scope, the account noticed that one biopsy cup had detached. The biopsy cup, which appeared in the patients bowel, was not retrieved and will pass naturally. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.